Event description:
Used u kotex click super and had 2 come apart inside me. Otc product, strength: super g gram(s). Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; did the problem return if the person started taking or using the product again? Yes. Frequency: every 8 hours; how was it taken or used: vaginal. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: period.